Event description:
The abbott 0.014 bmw guide got stuck inside the lead. Part of the guide wire broke inside the lead. It was suspected that a knot appeared at the end of the guide which was very floppy at the extremity so that it became impossible to remove it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).